Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a leadless implantable pulse generator (ipg) experienced a battery issue, where the device was e xpected to have 8 years of battery life, but for the past 3 months, it indicated only 2 weeks remaining. The patient expressed concern about potential device malfunction due to this discrepancy in battery status. The patient mentioned that during doctor's office v isits, the device showed less than 1 month of battery life, prompting bi-weekly appointments. The patient sought clarification on how to determine if the pacemaker was malfunctioning. The issue was explained to the patient, and they were referred to their medical doctor for further evaluation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was not a performance issue with the leadless ipg battery.

Event description:
It was further reported that there was not a performance issue with the leadless ipg battery and chronic high right ventricular (rv) thresholds.

Manufacturer narrative:
Correction b5 <(>&<)> h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.